Event description:
It was reported during a trial procedure, the physician was unable to advance the lead into the epidural space to implant the lead. The lead could not be placed due to pt anatomy. The procedure was abandoned and the pt will be referred to another physician to attempt a re-trial.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.